Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system following the reported event but was unable to reproduce the reported issue, as no leaks were noted. Additionally, a simulated ventilation case with a test lung on the patient circuit was performed in both manual and auto ventilation modes. There were no leak error messages noted during this testing. Ge healthcare product engineering performed an investigation of this event. An analysis of the logs shows that on the day of the event, the device was powered on twice, the checkout procedure was run twice and did not pass both times. The cause of the checkout not passing cannot be determined because the condition that caused the checkout to not pass was likely resolved by the customer and was no longer present during ge healthcare checkout of the system after the event. During the event, the user powered the device on and off and then the checkout procedure was bypassed and the user entered therapy state (in contradiction with the user âs reference manual). Numerous alarms occurred during therapy and logs indicate the user attempting to troubleshoot. The logs also showed an error for â breathing system not latchedâ during the case. Since the reported issue cannot be reproduced, the cause of the reported leakage and checkout not passing cannot be determined. There is no evidence indicating the device did not perform to specifications.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information available at time of MDR filing. Unique identifier: (B)(4).

Event description:
The hospital reported that during a procedure, the anesthesia machine would not pressurize either in manual or mechanical ventilation mode, due to a possible leak, preventing all ventilation, and resulting in a 30 minute delay in treatment and patient desaturating to 15%. An o2 cylinder and manual ventilation bag were used to ventilate the patient.